Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the modular cable was severely damaged. The healthcare provider was currently investigation extrinsic outflow graft obstruction (eogo) as well. However, due to the current clinical status of the patient, the surgical correction would be moved to a later date. The modular cable would be exchanged when the eogo correction procedure was being performed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a driveline communication fault was confirmed via analysis of the submitted log files. Data from the reported event date of 05oct2025 was reviewed in the submitted log files. A driveline communication fault alarm associated with com_a_fault flags activated from 4:07:15 and persisted through the end of the file. The pump maintained a speed within the expected range throughout the log file. The system controller and modular cable were exchanged to resolve the alarm. No products were returned for evaluation. The root cause of the reported event could not be conclusively determined through this analysis. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. Heartmate 3 instructions for use section 7-¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot driveline fault alarms. The heartmate3 lvas patient handbook section 10 ¿safety checklists¿ provides checklists to assist the patient in performing routine maintenance of heartmate3 lvad, including inspecting the driveline cable for signs of damage and ensuring that the modular in-line connector is secure and the connector locking nut is in the locked position. Heartmate 3 instructions for use section 2- ¿system operations¿ and heartmate 3 patient handbook section 2- ¿how your heart pump works¿ explain that if it has been determined that damage has been detected in the modular cable, it should be replaced. The IFU and patient handbook contains information on caring for the driveline and proper showering methods in section 4 ¿living with the heartmate 3". In several sections, this document warns the user to never put the driveline, system controller, or any external equipment into water or liquid; immersion in water or liquid may cause the pump to stop. Section 4 "living with the heartmate 3" of the patient handbook (under "caring for the driveline") contains information regarding how to clean and care for the driveline. This section instructs the user: "keep your driveline clean. Wipe off any dirt or grime. If the driveline gets dirty, use a towel with mild dish soap and warm water to gently clean it. Never submerge the driveline or other system components in water or liquid." No further information was provided. The manufacturer is closing the file on this event.